Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant discoloration. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent breast surgery with 325cc mentor memorygel breast implants and experienced an unspecified adverse event postoperatively. As a result, the patient underwent bilateral device removal and replacement with mentor memorygel breast implants, catalog number 3503501bc on the right side and 3502751bc on the left side, serial number (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020. Upon explantation, the right sided device was found to be discolored. This report is for the patient's right-sided device.

Manufacturer narrative:
On (B)(6) 2020, the product and photo investigations were completed. Device investigation summary: during a visual evaluation, the shell appears opaque/discolored. Additionally, some anomalies were observed in the anterior view on the device consistent with a crease/fold. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Discoloration of the implants in some cases have being attributed to adherence of triglycerides or fatty acids in the breast implant gel after some time of being inside the body. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Photo investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the image, however, the gel inside the implant was noted cloudy almost white. Additionally in the photo, another implant was observed and scar tissue. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).